Event description:
The reporter stated, the surgeon inserted an aa4204vf silicone single piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.

Manufacturer narrative:
Evaluation codes results: a visual inspection of the returned product found the lens stuck in the returned cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.